Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 184766, vanguard knee system series a standard patell 3 1/4" pegs, lot # 172160. Catalog #: 141314, biomet knee system modular finned stem with screw, lot # 673250. Catalog #: ep-189060, vanguard knee system as tibial bearing antioxidant infused, lot # 456230. Catalog #: cp113621, custom titanium vanguard femoral ion implant 67.5 mm left, lot # 913840. Customer has not indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06396, 06397, 06398, and 06399. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-02177.

Event description:
It was reported after a knee arthroplasty that the patient is experiencing pain, swelling, warmth to the touch, and fever six (6) weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time..